Event description:
It was reported intermittently the left monitor failed to display an image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable wa replaced during the service call. The system was tested and found to be working as intended and put back into service.